Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid for spinal pain indications. It was reported that the patient was able to connect and deliver a bolus, however they mentioned that it took a long time for them to get their bolus. The patient confirmed the handset was lagging at 90%. An agent reviewed data and assisted the patient in deleting data. The agent had the patient connect to myptm (personal therapy manager), but got stuck in connecting to the myptm. The agent had the patient restart the phone and communicator, however the patient mentioned they were still stuck at the spinning part trying to connect to myptm. An agent was able to confirm that dnd (do not disturb) and other items were enabled via the pulled down settings menu. The patient ensured only bluetooth and location were enabled and then closed apps and relaunched the myptm app again. The issue was resolved.

Manufacturer narrative:
B3. Event date is approximate. Month and year are confirmed valid. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0 (specific version unknown) product ID: hh90t01, serial: unknown, product type: 2201-mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.